Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that he missed an anti-c during an antibody screening test on tango. The customer had returned neither the supposedly defective product nor the patient sample that had caused the false negative test result. Therefore our quality control laboratory tested the retained sample of anti-human globulin anti-igg solidscreen ii with different negative and positive controls and samples including an anti-c from an interlaboratory comparison test. All reactions were correctly positive respectively negative. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The tango optimo in question was inspected with no indication for any malfunctions. A quality control run performed without any problems.